Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particles were observed by compounding personnel in a 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. This issue was identified during setup and preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection along with magnification was performed which observed a small dark area at the upper right that appeared damaged on the outer surface approximately 0.10 square millimeters. No particles were observed; therefore the particulate issue was not verified. The cause of the damaged could not be determined; however, the possible causes was due to user related or due to manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.